Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. Troubleshooting was performed by the technician and the machine was found to be stable with no continuous alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reverse ultrafiltration event occurred on an ak 96 machine during hemodialysis therapy. The conductivity of the machine was "unstable" however the machine did not alarm. At the end of treatment the patient gained 2.5kg and an additional dialysis treatment was performed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.